Event description:
"Caller alleged discrepant results compared with the lab. Results as follows": date: (B) (6) 2010, inratio: 2.2, lab: 3.2. Customer did complete a self test on the meter, got 0.9 inr with same strips in question. The result is in range for normal 0.7-1.2 inr for a person not on coumadin.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 2.2, lab: 3.2, mean: 2.70, confidence limits: 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. No product was expected to be returned. No product information was provided from customer. There is insufficient information to determine the root cause. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.